Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing was noted to be wrinkled and exposing some internal material. Electrode rings 2-3, 6-7, 10, and 14 were displaced and conductor wires 2-3, 6-7, 10, and 14 were fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrodes and fractured conductor wires remains unknown.

Event description:
This report is to advise of exposed internal material noted during analysis.